Manufacturer narrative:
Section a2 age at time of event/age units (patient) of initial MDR should indicate: 86 years section a3 gender of initial MDR should indicate: m section b1 adverse event/product problem of initial MDR indicates: product problem section b1 adverse event/product problem of initial MDR should indicate: adverse event and product problem section b2 outcomes attributed to ae of initial MDR should indicate: death section b2 death date of initial MDR should indicate: 02/01/2023 section b5 executive summary of initial MDR indicates: a customer contacted third-party service agent to report that their device gave error message when connecting electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event. Section b5 executive summary of initial MDR should indicate: a customer contacted third-party service agent to report that their device gave error message when connecting electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome. Section h1 type of reportable event/event type of initial MDR indicates: malfunction/m section h1 type of reportable event/event type of initial MDR should indicate: death/d section h6 health impact code grid of initial MDR indicates: no patient involvement section h6 health impact code grid of initial MDR should indicate: death section h10 additional mfg narrative of initial MDR indicates: a third-party service agent performed an initial evaluation of the customer¿s device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer's electrodes were not returned for the evaluation. Section h10 additional mfg narrative of initial MDR should indicate: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer¿s device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer's electrodes were not returned for the evaluation.

Event description:
A customer contacted third-party service agent to report that their device gave error message when connecting electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer's electrodes were not returned for the evaluation.

Event description:
A customer contacted third-party service agent to report that their device gave error message when connecting electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The clinical review of the reported event was performed and it was concluded that there is no device data or sufficient reported information to determine the device¿s contribution to the reported outcome (the electrodes were not available). In the medical judgment of these reviewers, it is unknown if the device caused or contributed to the reported outcome. The root cause of the reported issue is undetermined as the electrodes were not returned for evaluation.

Event description:
A customer contacted third-party service agent to report that their device gave error message when connecting electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.